Event description:
The ge oec 2600 fluoroscopy system reportedly made uncommanded x-rays or continued to x-ray when the foot switch was released.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the customer had replaced the foot switch through a third party vendor. System was assessed and found to be functioning as intended. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.